Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. Since the device associated with this complaint was not cultured, the exact cause of the patient's outcome cannot be conclusively determined at this time. If additional and significant information becomes available at a later time these reports will be supplemented. Please cross reference MFR. Report number: 2951238-2015-00508.

Event description:
Olympus was informed that two patients presented with symptoms of infections after having undergone a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure. It was reported that the first patient was being treated for cholangitis. The patient was postoperatively cultured and treated for a drug resistant strain of klebsiella pneumonia with antibiotics. The antibiotics were ineffective and the patient was changed to a more aggressive injection antibiotic with a positive result. The second patient presented with clinical symptoms of infection which included fever and leucocytosis on cbc. The patient was treated with a five day course of antibiotics and the symptoms resolved. It was reported by the user facility that the scope is manually disinfected with cidex opa. No further information has been provided. Olympus followed up with the user facility to obtain additional information regarding the facility's reprocessing practices; however,the only information provided was that the scope and the second patient were not cultured.